Manufacturer narrative:
The manufacturer was previously notified that the humidifier on a dreamstation auto CPAP device emitted a strong plastic burning odor, causing the patient¿s lungs to burn when breathing. The patient also reported visible burn marks on the device's hot plate. Additionally, the patient mentioned that an x-ray was performed, but the results have not yet been received. The device was returned to the manufacturer for investigation. This is a remediated device and does not fall under the scope of CAPA 7211. The product investigation lab initiated therapy with the device and verified airflow, using the product investigation lab supplied power supply, ac power cord, and heated tube. The customer humidifier heating plate and product investigation lab supplied heated tube were also verified to be working. No odor was observed. The product investigation lab could not confirm degraded sound abatement foam in the device. Secondary findings: 0 errors were logged. The product investigation lab was able to get care orchestrator information from the device. There was unknown contamination at the air inlet and the bottom of the blower box. There were black specks in the bottom enclosure. There was unknown white dust-like contamination on the top and bottom of the blower motor and the blower motor seal. There were light specks of contamination under the flip lid seal. Potential mineral deposits were inside the water tank. There was an unknown discoloration on the heater plate. The product investigation lab was unable to confirm the complaint or address the specified symptoms. The product investigation lab performed a 2.5 hour timed temperature test because of the customer complaint of the burning plastic smell. While using a asl-5000 active servo lung with the dreamstation 1 in combination with the customer supplied humidifier. The temperature test consisted of recording the surface temperature of the base, humidifier, and the product investigation lab supplied power supply/ac power using an infrared thermometer. Temperature was also recorded on the customer supplied humidifier heater plate using an omega thermometer. A thermocouple (using a multimeter (temperature function)) was attached to the patient port airpath tube. All five of these temperatures were recorded every 15 minutes. These tests were performed with water in the water tank. The humidifier was set to level 5. The heated tube was set to level 5. The dreamstation was set to fixed temperature mode. The pressure setting on the device was set to 20.0cmh20. The base max temperature recorded was 32.4°c and was within the platform (outside enclosure surface) temperature specifications per prd 2300159 v26. Humidifier max temperature recorded was 34.6°c. The heater plate max temperature was recorded at 45.3°c was within the platform temperature specifications per prd 2300159 v26. The patient port airpath maximum temperature recorded was 30.7°c and was within the temperature specifications (worst case outlet air temp conditions) per prd 2300159 v26. The power supply/ac power max temperature recorded was 40°c (outside enclosure surface) and was within the temperature specifications per prd 2300159 v26. The product investigation lab disassembled the device and performed an internal inspection then reassembled the device. The product investigation lab observed the following from an internal and external inspection: missing air inlet filter. There was unknown light white dust-like contamination at the air inlet of the blower box. There was an unknown light black (fiber like) contamination (inconsistent with degraded sound abatement foam), in the iso port (international organization of standardization.) Light dust-like contamination was on the top of the blower box, the blower motor, and the blower motor seal. Tiny unknown white specks of contamination (dust-like) were on the bottom of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), specks of contamination were in the bottom enclosure. There were no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. The product investigation lab inspected the humidifier and observed the following: light specs (dust-like) contamination, was observed under flip lid seal. Potential mineral deposits were found inside the water chamber. There was an unknown white (dust-like) contamination on and under the heater plate. There was an unknown discoloration on the heater plate. The contamination found in the humidifier enclosure is considered not to be in the airpath. The device functions which suggest that the source of contamination was external to the device. The product investigation lab was able to retrieve care orchestrator data. Review of the device log showed: 0 errors were logged. Blower hours: 1791.7 were logged. Therapy hours: 1786.3 were logged. Compliance rate (percent of days with usage >= 4 hours): 100.0%. Device humidification settings: humidifier initially set to level 5 adaptive then level 2 fixed. Heated tube set to level 3. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer has updated box h coding in this report.

Event description:
The manufacturer was notified that the humidifier on a dreamstation auto CPAP device emitted a strong plastic burning odor, causing the patient¿s lungs to burn when breathing. The patient also reported visible burn marks on the device's hot plate. Additionally, the patient mentioned that an x-ray was performed, but the results have not yet been received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.